Manufacturer narrative:
During the testing, the device was found to reach a pressure of 49psi without alarm on the 30psi occlusion test, which was outside of specification of alarming between 22psi and 38 psi. The device was also found to have a battery issue; this issue is not relevant to the occlusion test failure. The device was repaired, recalibrated, and tested to meet all specifications on 10/30/2017.

Event description:
The customer contacted zyno medical on (B)(6) 2017 and reported a constant occlusion alarm issue with the device that was found when testing the device in-house. The complaint handling specialist at zyno medical made a prelimary assessment of the functionality of the pressure sensor over the phone, and the device was sent back to zyno medical for further investigation. Zyno medical performed the testing on the device on 10/30/2017, and the device was found to fail the 30psi occlusion test. No patient was involved in this case.